Event description:
It was reported the patient (B)(6) is receiving intermittent therapy from the dbs system. The stimulation allegedly turns off without prompting and is difficult to initiate afterwards. The patient is said to have worked with powerful electronic equipment in the past which may attribute to the intermittent stimulation he experiences. In addition, it was reported the patient's programmer displays an error code and his program parameters are no longer visible. Efforts to rectify these issues via noninvasive troubleshooting have been unsuccessful. There are reportedly no problems with impedance, and the magnet mode has been disabled. The patient is working closely with his physician to determine the next course of action.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.